Event description:
During a laparoscopic cholecystectomy the clips were being malformed at completion of firing stroke. Clips did not meet at distal portion and resulted in "bow shaped" clip. The device was part of an fdc10 kit. There was no patient consequence.